Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Analysis of the returned product noted crystallized contrast visible in the balloon, inflation lumen and contrast on the shaft, consistent with preparation. The balloon was loosely folded. There were two bends in the hypotube 2mm and 35cm distal to the strain relief tubing. Difficulty inflating the balloon can be affected by, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique when using the product and accessory device support, unevenly trimmed hypo-tube jacket material in the inflation port (hub) causing a valve when inflated or deflated and blocking the flow of contrast in or out of the balloon, and/or contamination in the inflation lumen and inner diameter of the shaft. The total length of the balloon catheter was measured and met manufacturing criteria. A new indeflator filled with contrast medium; diluted 1:1 with colored water was used in an attempt to inflate the balloon to the rated burst pressure (rbp); however, the balloon would not inflate. The crystallized contrast was dissolved and the balloon inflated to 14atm, but was not able to deflate. There was no necking noted to the catheter shaft. It is possible that the contrast mix ratio may not have been properly diluted and could have contributed to the inflation difficulties. Contrast that is more concentrated can lead to slower inflation. It is specified in the instructions for use that the contrast is 60% contrast diluted 1:1 with normal saline. It is likely that build up of contrast in the inflation lumen contributed to the balloon unable to deflate. Additionally, the noted bends in the hypotube likely occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported stent damage. The reported difficulties inflating the balloon appear to be related to the operational context of the procedure. A review of the finished device lot history records (lhr) did not reveal any nonconforming material records (ncmr) associated with this lot. All dilatation catheters are visually inspected for damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify proper balloon inflation and deflation.

Event description:
It was reported that during a procedure of the circumlfex artery, the rx voyager could not be inflated. There was no reported patient effect. There was no additional information provided.